Event description:
The customer reported an error code 1000 (defib failure - biphasic processor) on the heartstart xl. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.